Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that, at the closure of the case while manipulating the impella sheath, the pump dropped back into the right ventricle and could not be advanced. The pump was removed, a new pump was placed, and the case continued. No patient harm was reported.

Manufacturer narrative:
The investigation has been completed. Visual inspection of the returned pump did not reveal any abnormalities. Additional information indicated that after initially placing the pump and performing pci, it was noticed that the repo sheath was not fully advanced into the patient¿s groin. Therefore, the root cause of the reported positioning issues was determined to be use-related. Additional information for the initial MFR 1220648-2024-18247 was provided in sections h1, h3, and h6.